Manufacturer narrative:
Isi received the tenaculum forceps associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue ¿ broken cables. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. This instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, a tenaculum forceps instrument experienced a broken cable. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no fragments fell into the patient. The instrument did not break within the patient. A backup instrument was installed to complete the procedure. The customer confirmed that the instrument would be returned with missing pieces due to instrument handling after procedure completion. The customer confirmed that no fragments fell into the patient; therefore, no post-operative tests were needed. The instrument was inspected prior to use and not removed during the procedure. The procedure was completed with a backup instrument and there was no reported injury.

Event description:
Refer toadditional for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: date of report, concomitant medical products , PMA/510k, and if follow-up, what type. Mw 5083277 - distal instrument cable broke during surgical procedure. Physician and staff stated no pieces were left behind.